Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. Implant and explant dates: na. Device evaluated by manufacturer? No. Lens not returned. : event problem and evaluation codes: method: (process evaluation): work order search. Results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon noted a 12.6mm vticmo12.6 implantable collamer lens, -11.5/+6.0/x089 diopter, was torn before loading. The lens was not implanted and there was no reported injury. The lens was exchanged for another icl lens.